Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 54840016550, 510k# k091974 and (B)(4) is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
On an unknown date the patient underwent posterior lumbar fusion at l2/3 and posterior lumbar interbody fusion at l3/4/5. Reportedly, post operatively the l2 screw was found to be loosened and instability was observed at the fixation range (cranial side) during imaging. On (B)(6) 2017 the patient underwent revision surgery for extending fixation range from th12-l1 and screw re-insertion at l2. A new screw was reinserted in l2 with changing angle. Fixation was finished without problem. No patient complications were reported as a result of loosening of screw.